Manufacturer narrative:
Follow-up #1: date of submission: 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the black box indicated a call service 060 alarm due to a time/date settings of (B)(6) 2023 at 11:59pm. Call service 060 is defined as a time/date end of life indicator. There was no activity outside normal use observed in the black box. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump performed within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Investigation determined that the issue was due to use error in incorrectly setting the time and date.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 060 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.